Manufacturer narrative:
H3: product analysis of (B)(4), lotno:229627678 ¿ as found condition: the phenom 21 catheter was returned inside a bio-hazard bag, and a shipping box. ¿ visual inspection/damage location details: the catheter tip and marker were examined; no damages were found. The catheter body was found to be flattened between 5.5cm to 10.3cm from the distal tip. No other anomalies were observed. ¿ testing/analysis: the total and usable lengths of the catheter were measured to be within specifications. The catheter was flushed with water and found patent. The catheter was then tested by running an in-house 0.0165¿ mandrel through catheter hub. The mandrel successfully passed through the catheter hub without issue, however, it got stuck at 10.3cm from the distal tip. ¿ conclusion: based on the device analysis, the customer complaint was confirmed as the catheter body was found to be flattened. However, the root cause could not be determined. Possible causes of the resistance include vessel tortuosity and lack of the continuous flush with heparinized saline during delivery. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a mechanical thrombectomy, there was catheter resistance. The catheter was flushed as indicated in the I nstructions for use (IFU). It was unknown if there was any patient involvement or complications as a result of the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.